Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported "experiencing pain, hardening and swelling in the left breast only" , "swelling and pain", "a possible rupture of capsule for the left side". The device remains implanted.